Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the fluid leak event was not confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during an unknown phase/cycle of their pd treatment. A fluid leak was subsequently discovered during an unspecified phase of treatment. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the biomedical technician (bmet) confirmed the reported event and that the leak occurred during treatment complete step 9 on the cycler. The bmet stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The bmet stated that the patient was able to complete treatment on a different cycler. The bmet confirmed the cycler has been replaced and the new cycler has been received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with an m31 air detected in cassette warning during an unknown phase/cycle of their pd treatment. A fluid leak was subsequently discovered during an unspecified phase of treatment. Fluid was found in both the pump module area and on the external portion of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the biomedical technician (bmet) confirmed the reported event and that the leak occurred during treatment complete ¿ step 9 on the cycler. The bmet stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The bmet stated that the patient was able to complete treatment on a different cycler. The bmet confirmed the cycler has been replaced and the new cycler has been received.